Event description:
It was reported that (1) al326 was used during a laparotomy cholecystectomy procedure. It was reported by the rep that the clips were falling out of applier. Another device was used to complete the procedure. There was no consequence to pt.